Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor being unresponsive during calibration was confirmed. The touchscreen required re-calibration and the unit now functions as intended. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 20dec2007. The system monitor shipped to the customer on 24jan2008. The unit was manufactured on 14dec2007. Heartmate ii power module instructions for use revision a states if the system monitor screen does not work, call thoratec¿s technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a system monitor software upgrade, the clinical representative rested the palm of their hand on the touchscreen during touchscreen calibration and the calibration failed. Repair was requested.